Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit stop pumping . The nurse called for assistance stating a few minutes prior the pump just stopped pumping. She stated there was no alarm, noise or informational message on the pump at that time. She said it had stopped for 2-3 minutes. She attempted to restart pressing start and it did not work. She said she tried pressing the iab fill button but it was greyed out. She also tried switching trigger and mode and then called the clinical support number. They were already switching the patient to another pump as we began talking. The alarm log did not list anything from the morning, helium was ½ full. Pump will be sequestered for biomed. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge representative was not dispatched to evaluate the unit . The user's biomed found the device working to factory specs and also said there was nothing in the logs that would show any problem. The biomed felt it was operator error and put it back into use. Device not available for evaluation.